Event description:
Kimberly clerk corporation rec'd notice on 9/27/2001 alleging that sometime in 9/10/2000, pt experienced flu like symptoms, including a fever, and low blood pressure. The pt alleged that they were hospitalized. The pt reportedly was diagnosed with toxic shock syndrome. Pt alleged that pt was using kotex security slender tampons.